Event description:
A customer reported issues that the touchscreen was frequently froze and became unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.